Event description:
The hospital returned an extra cable. Follow up attempts only yield info related to the failure mode, it was reported that the cable was not working right. No further info was provided regarding the failure mode, how the procedure was completed or if there was any pt effect.

Manufacturer narrative:
Investigation details: the device is under investigation currently. Initial visual inspection shows no non-conformities. A supplemental report will be submitted when the investigation completed.